Manufacturer narrative:
Product complaint (B)(4). Batch # r5a89t. Investigation summary: the analysis results showed that one ec45a device was returned with the closing trigger and anvil in closed position. A gst45w cartridge was noted to be loaded in the device. The reload was received partially fired 1/2. After further analysis it was noted that the knife had buckled, the anvil knife slot and reload were noted to be damaged. No functional test was performed due the condition. The damage to the knife and anvil is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. If enough force is applied to the firing trigger the knife will bucked, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction are included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. (B)(4). Additional information requested and received: what anatomical structure was device on at time of issue? Portal vein/artery and tissue surrounding. What was the product code of the cartridge used? Gst45w. Can it be confirmed that the retaining cap was in place at time of loading cartridge? I cannot confirm- I was not there for loading. What was the surgical teams experience with device? Teams have been using manual 45 echelon for 3+ years. How many firing strokes were able to be completed? My understanding was once or twice. Were any clips used in the vicinity? Not that I am aware, but they mentioned stones within the kidney they were concerned about. What troubleshooting steps were taken to open device? They called me, called the nurses line, and did all appropriate steps. I was able to get to the case before the case was complete and saw the device. The red reverse switch on the side of the device was not working properly. What was the approximate blood loss? 2 units. Was the procedure a simple or radical nephrectomy? Simple. What is the current patient status? Patient is doing well. (B)(4).

Event description:
It was reported that during a left nephrectomy procedure, the stapler locked out on tissue. Could not get device opened. Called sales rep for help, and nurse's hotline. Ended up stapling around the device. Loss of blood and used like device. Also had to call in vascular surgeon to help assist. The procedure was delayed 60 minutes. A blood transfusion was required.